Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device remained implanted and would be scheduled for a replacement due to an elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.